Event description:
Caller reported not seeing drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer's blood glucose level. Technical support educated the caller on completing the cartridge air removal step and using room temperature insulin. They guided the caller through filling and loading a new cartridge on the pump, after which the caller saw insulin drops at the end of the tubing. Technical support assisted in completing the load process and resuming insulin delivery.